Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Device evaluation of monitor sn (B)(4) is underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 10/21/2014. Belt: 10/13/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital. Review of the download data indicates that the lifevest detected multiple arrhythmias on (B)(6) 2017 beginning at 11:06:49. The patient's ECG showed sinus tachycardia at 105-125 bpm. The response buttons were pressed during each detection to prevent a treatment shock from occurring until the arrhythmia that was detected at 12:49:11. Two treatment shocks were delivered at 12:50:09 and 12:50:43. The rhythm at the time was sinus tachycardia at 120-125 bpm. Multiple counting of tall t-waves contributed to the false detections. An additional non-lifevest shock was delivered. The patient's ECG showed CPR artifact. The device was shutdown at 13:33:14 and the patient passed away.

Manufacturer narrative:
Follow-up report - device evaluation (02/27/2017): belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to recognize signals from all ecgs and therapy electrodes from a test belt. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was the delivery of the external defibrillation shock while the patient was still wearing the device. There is no evidence that the damaged resistor caused or contributed to the patient death, as the device was able to detect an ECG and deliver full energy treatment pulses prior to the patient's passing. Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Device evaluation of monitor sn (B)(4) is underway. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 10/21/2014. Belt: 10/13/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital. Review of the download data indicates that the lifevest detected multiple arrhythmias on (B)(6) 2017 beginning at 11:06:49. The patient's ECG showed sinus tachycardia at 105-125bpm. The response buttons were pressed during each detection to prevent a treatment shock from occurring until the arrhythmia that was detected at 12:49:11. Two treatment shocks were delivered at 12:50:09 and 12:50:43. The rhythm at the time was sinus tachycardia at 120-125bpm. Multiple counting of tall t-waves contributed to the false detections. An additional non-lifevest shock was delivered. The patient's ECG showed CPR artifact. The device was shutdown at 13:33:14 and the patient passed away.